Event description:
The facility's clinical engineer reported that ch a and ch c shut off by itself without alarm during pt use. No pt injury or need for medical interventiion was reported. The engineer stated that the clinical setting continued to use the pump until the engineer requested it for service on november 21, 2002. Although attempts were made by baxter quality management to obtain additional info from the reporting facility, details were not available regarding pt status, pt demographics, set up of pump, or medication involved. No additional contact info was provided.